Event description:
The pump was returned for investigation. Investigation revealed contamination under the down arrow button and a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons were responsive. The keypad cover was removed and there was evidence of contamination visible under the down arrow and contrast key contacts. Evaluation also revealed a dim, discolored display screen. Unrelated to those issues, the audio bolus button cover and slug were found to be missing, exposing the bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).